Event description:
It was reported that a malfunction occurred on the pump, with a displayed malfunction code that was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The pump did not show the same malfunction code after resetting, and the customer was advised to continue using the pump and instructed to call back if any issue recurs. The customer acknowledged and understood the instructions.